Event description:
Boston scientific received information that this lead was explanted due to a dislodgement. During a procedure to remove a competitor's device, the lead was found dislodged. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.